Event description:
Following a diagnostic catherization procedure in 2004 an attempt was made to deplo9y a vasoseal elite. The operator deployed the j segment and pulled back on the locator and the green line was visible above the puncture site. The operator pulled gently on the locator to keep it taut. The dilator was advanced over the locator into the tissue tract. Some resistance was felt while advancing the dilator and then it went past the white line on a locator. When this was noted, the datascope representative had the operator re-align the components. The operator attempted to retract the j segment and noticed that the j segment was protruding out of the puncture site with the curved end out. The j segment had broken off of the locator. Manual compression was held to achieve hemostasis. No patient complications were reported.